Event description:
During the device check performed by biomed, the customer reported a broken top lid, defective roller pump, corroded/rusted coolant reservoir, defective power connector, and no light on the display of the thermogard xp ivtm system (sn (B)(4). In addition, the slew rate test took 21 minutes, indicating a problem with the cooling engine. No patient involvement.

Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4) involved in the reported complaint will not be returned for evaluation because the customer decided to purchase a new thermogard system. The thermogard system in the reported complaint was manufactured in 2010 and is 12 years old, well past the expected serviceable life of 5 years. A follow-up report will be submitted if the product is returned, and the investigation has been completed.